Event description:
Discordant, falsely low human chorionic gonadotropin (hcg) results were obtained on a patient sample on the immulite 2000 instrument. The initial, discordant results were not reported to the physician(s). The samples were rerun on two different instruments, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
The cause of the discordant hcg results is unknown. Siemens is investigating the issue.